Event description:
It was reported that after implantation of a 2.5x28 promus rx drug-eluting stent in a calcified, 90% stenosed lesion located in the moderately tortuous proximal left anterior descending artery, a dissection was discovered in the distal left anterior descending coronary artery. An attempt was made to treat a distal lesion and the dissection by advancing a 2.5x18 promus rx drug-eluting stent delivery system through the proximal stent but the device was unable to cross and became entangled with the 2.5x28 stent. The 2.5x18 promus stent system was able to be withdrawn without resistance. The dissection and lesion were treated successfully with a new 2.5x18 promus stent. There were no reported adverse patient sequelae and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and, as the product was not returned, an analysis of the complaint device could not be completed. The reported patient effect of dissection, as listed in the promus instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.